Manufacturer narrative:
The customer¿s reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 120.4610 on 8015 ls unit. Based on the findings, technical support determined that the proximate cause of the reported issue - faulty power supply processor. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4610. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4610. There was no patient involvement.